Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 6.5 cancellous bone screw 40mme; cat# 2030-6540-1; lot# jp6v1m, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# ey46w8, trident 10° x3 insert 36mm ID; cat# 623-10-36e; lot# 7x766r, delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 52316704. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2019. Procedure: the patient underwent left hip replacement (B)(6) 2013. The patient underwent failed left total hip revision, femoral component grossly loosened and removed (B)(6) 2015. Patient had severe pain and dysfunction and mechanical complication of previous left total hip revision. All components exchanged except femur on (B)(6) 2019.